Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Unique device identification (UDI) is unavailable. The suspect cable door assembly was returned to the manufacturer for evaluation. However, results are not available at this time. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. It was identified the door failed to act properly. Testing found a damaged door closed switch. The side switch was replaced, aligned and tested. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used in a sacroiliac and thoracolumbar procedure. It was reported that as the gantry door was closing around the patient, the door would stop, begin closing, and then stop again. The site aborted use of the medtronic imaging system and used their other medtronic imaging system. The surgery was completed with a surgical delay of less than an hour. There were no further reported consequences to the patient.

Manufacturer narrative:
The cable door assembly was returned to the manufacturer for evaluation. Testing found that there was an intermittent connection at the 5 pin mte connector.